Manufacturer narrative:
The investigation has been completed. The product was not returned. The root cause of the no alarm was unable to be determined because the console was not returned for review. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced fluid was coming from impella purge cassette. Impella never alarmed. No patient harm reported.